Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The deployment difficulty and resistance with the thumbwheel was unable to be confirmed due to the condition of the returned product. The absolute pro self-expanding stent system instructions for use, states: should unusual resistance be felt at any time, including resistance unlocking the handle or thumbwheel rotation, during either lesion access or stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left iliac with no tortuosity and no calcification. An 8.0 x 60 mm absolute pro self-expanding stent (sess) was advanced to the target lesion, and the stent was placed. It was noted resistance rotating the thumbwheel. The stent was partially deployed when the thumbwheel would not rotate at all. Excessive force was applied to the thumbwheel, when a snap was heard. The sess was pulled and moved around, and the stent was ultimately deployed in the target lesion. The delivery system was removed. The patient is stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.